Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient just had revision surgery on (B)(6) 2015. The patient had complications and didn't turn the device on for three days. Further information received from the representative reported that the patient had a dural puncture with cerebrospinal fluid leak and was seen five days post operation and was doing fine. The patient had good coverage with the spinal cord stimulation therapy and was getting good relief. The indications for use were complex regional pain syndrome type I and spinal pain. If additional information is received a follow-up report will be sent.